Manufacturer narrative:
The patient was born on an unspecified date in 1964. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿due to non-compliance to the sterilization technique¿ (no further detail). On the same day as onset, the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Thirteen days after the date of onset, the patient was recovered and the antibiotic treatment was discontinued. At the time of this report, dianeal therapy was ongoing. No additional information is available.